Event description:
Follow up with the company representative revealed that the explanted generator has been shipped to the manufacturer. However, the explanted product has not been received by the manufacturer to date.

Event description:
The explanted generator was received by the manufacturer. Generator product analysis was completed. The low battery status was duplicated in the product analysis, or pa, lab. During interrogation, the pulsedisabled and end of service, or eos, warnings were observed. The pulsedisabled byte would not reset and, therefore, system diagnostics and the fet could not be performed. The vbat calculation resulted in a value of 1.632 v. With the generator case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 1.71 v, confirming the eos condition. The generator was subjected to a postburn electrical test and all electrical parameters were within specification. The electrical performance of the generator in the pa lab was used to conclude that no anomalies existed and the eos condition was an expected event. Other than the pulse disablement, there were no performance or other adverse conditions found with the generator.

Event description:
It was reported that during a vns generator replacement due to an end of service, or eos, status, a crack in the vns lead tubing was observed. It was stated that the patient's vns generator was deep under the pectoralis muscle. Due to the depth of the generator, the resident performing the surgery had to dig in deeper using an electrocautery tool and knife. The crack in the lead tubing was observed at that point. It was unknown if the condition of the lead existed prior or was due to the surgical procedure. The impedance values were found to be within normal limits. The surgeon decided the patch the lead rather than replacing the lead. The surgeon cleaned the casing, wrapped the lead in catheters, securing them with a silk tie down and then using glue. Diagnostics were performed again and the impedance was within normal limits. No additional relevant information has been received to date.